Event description:
The customer reported being hospitalized for high blood glucose and signs of diabetes ketoacidosis. The blood glucose reading was 800 mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set two days prior to the event. Ran a fixed prime test and the insulin exited. The customer stated not feeling comfortable with the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.